Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up of this patient with a cardiac resynchronization therapy defibrillator (crt-d) hospitalized for heart failure, it was noted that the shock impedance daily trend showed a single point at 0 ohms; however, all lead measurements were within range. A recent fluoroscopy of the lead did not show any structural defects. It was also indicated that the patient's old device, which had been explanted for normal elective replacement indicator (eri), exhibited a slight increase in pacing impedances from 500 to 900 ohms. Boston scientific technical services (ts) discussed that 0 measurements during automatic daily shock impedance could result when the measurements were lower than the minimum reporting limit and if the test was affected by electromagnetic interference (emi). Ts suggested to review each single vector while the patient perform isometric testing and investigate on potential emi sources present at patient site. No adverse patient effects were reported. The device remains in service. Additional information reported that the patient did perform the isometric exercises as suggested; however, no out of range measurements were noted. A boston scientific company representative also confirmed that the patient was surrounded by medical devices, which were potential sources of emi. Disk analysis showed that latest shock impedance measurements were within range. Ts noted that based on the progression of the shock impedance measurement, this zero value occurred between 43 and 44 ohm stable measurement trend and probably could most likely be related to emi; however, without further investigation, a potential rv lead/connection issue could not be excluded even though no noise had been recorded on the epsiodes.